Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, four (4) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, four (4) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.